Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit broke during a hip procedure. The cup was removed so the broken drill bit piece could be retrieved. The cup was then reinserted and another drill bit was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. H6: suggested component code: mechanical (g04) drill. Visual examination of the provided picture identified a fractured drill bit covered in bio-debris. No further evaluation can be made from the provided picture. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided picture of the fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.